Manufacturer narrative:
Analysis synthesis: upon reception, the smartview connect was tested and the reported issue was confirmed. The device could not be paired with a pacemaker, as every attempt to enter the serial number of a reference pacemaker failed and resulted in an error message. In-depth analysis confirmed that during pairing attempts, the smartview connect appeared to initiate the scanning process correctly but ultimately failed to detect and pair with the pacemaker. No network-related issues were observed throughout the procedure. During the investigation, the svc successfully detected multiple devices; however, it was still unable to establish a connection with the reference pacemaker. On the field, the device did not detect the implant at all. The exact root-cause cannot be determined with certainty and may be attributed to an unusually weak bluetooth signal or could be influenced by environmental factors specific to the patient's location. The results of this investigation are retained and utilized for trending purposes.

Event description:
The smartview connect didn't connect to the alizea. It was thought that the tele cardio was off but when the patient came in for her fu today it was on. The devices were tried to be paired but it did not work, even after turning the tele cardio off and on again. The patient waited 2 entire pairing cycles with the device next to her, but the smartview connect did not pair. A new device was distributed to her and paired correctly.

Event description:
The smartview connect didn't connect to the alizea. It was thought that the tele cardio was off but when the patient came in for her fu today it was on. The devices were tried to be paired but it did not work, even after turning the tele cardio off and on again. The patient waited 2 entire pairing cycles with the device next to her, but the smartview connect did not pair. A new device was distributed to her and paired correctly.

Manufacturer narrative:
H3 other text: additional investigation is required.